Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification indicates the device was sterilized in accordance with biomet procedures. There are warnings in the package insert that state that this type of event can occur. (B) (4)

Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2010. Subsequently, the patient developed an infection and a revision procedure was performed on (B) (6) 2010 to remove and replace the tibial bearing. No further information has been provided to date.